Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, a ruby coil unintentionally detached partially in the aneurysm and partially in the microcatheter. The physician repositioned the microcatheter and part of the detached ruby coil migrated into the right hepatic artery. The physician required a snare device and the ruby coil was successfully removed from the patient. The procedure successfully continued using another manufacturer's coils. There was no report of an adverse effect on the patient.